Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she tried to bolus all day but kept receiving no delivery alarms. The customer kept an old infusion set throughout the day and resulted in high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. The customer was going to treat her high blood glucose level with a bolus. The alarm was resolved with a complete set change. The device was not returned.